Event description:
On (B)(6) 2011 at 12:05 pm, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter did not power on. On (B)(4) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that when testing with her meter, the meter would not power on. The patient stated she manages her diabetes with insulin (self adjust). The patient stated that when the meter did not power on, she was not able to test and so guessed on how much insulin to take. The patient reported that on (B)(6) 2011 several hours after the start of the product issue (exact time unknown), she became "sweaty and shaky." The patient claimed that no treatment was received. At the time of troubleshooting with a customer care advocate (cca), it was noted that the issue could not be resolved with troubleshooting and that no misuse was noted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # __ (12/07/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
07/23/2012: supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.